Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The transformers tap output was also adjusted and reloaded. The transformer tap output was also adjusted to 121 vote ac during the service event. The system as intended and returned to service.